Manufacturer narrative:
Correction: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys fdc 92. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient experienced pericardial effusion. Drainage procedure was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.